Event description:
Information received from the field notes that the patient presented to the hospital when a magnet response could not be obtained during a transtelephonic check. The clinician could not obtain a magnet rate. The patient's underlying rhythm was in the 70's. There was no programmer available at the hospital to interrogate the device.